Event description:
It was reported that a escape basket was about to be used during a rigid ureteroscopic lithotripsy and ureterolithotomy procedure. During preparation, upon opening the package it was found that the tip and tail end of the basket was fractured. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of basket wire detached.

Manufacturer narrative:
Initial reporter address: no.1, (B)(6). Device code a0401 captures the reportable event of basket wire detached.

Event description:
It was reported that a escape basket was about to be used during a rigid ureteroscopic lithotripsy and ureterolithotomy procedure. During preparation, upon opening the package it was found that the tip and tail end of the basket was fractured. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: device code a0401 captures the reportable event of basket wire detached. Block h11: investigation results: the returned escape basket was analyzed, and it was noted that the handle returned in good conditions. A visual evaluation also noted that the basket returned on its open position and no broken wires were noticed. A media analysis was performed and shows that the device with one of the basket wires broken and fully detached. Microscopic examination was performed under magnification, and it was noticed that the sheath was detached near the black heat shrink. Additionally, the sheath was kinked at the center. With all the available information, boston scientific concludes that the reported event of basket wire break was not confirmed as it was not possible to identify any evidence of the alleged issue on the device since no broken wires were found on the basket. The sheath detached reported by the customer did not lead to a clear conclusion about the cause of the failure. However, the observed findings of basket kinked, and sheath kinked at the center could be related to handling and manipulation of the device during preparation. It is probable that an excess of force applied to the device such as operational factors could have caused these damages observed. Taking all available information into consideration, an investigation conclusion code of cause not established was assigned to this investigation since the findings do not lead to a clear conclusion about the cause of the main adverse event.

Event description:
It was reported that a escape basket was about to be used during a rigid ureteroscopic lithotripsy and ureterolithotomy procedure. During preparation, upon opening the package it was found that the tip and tail end of the basket was fractured. The procedure was completed with another of the same device with no patient complications.